Event description:
While servicing the device, a philips bench technician discovered that the front buttons for the unit were worn away. There was no reported patient involvement/adverse patient impact.